Event description:
Per the clinic, the patient experienced a magnet dislodgment and subsequent loss of connection to the internal device. There are plans to reinsert the magnet into the implant pocket but this has not occurred as of the date of this report. The implanted device remains.